Event description:
Device malfunction: difficulty capturing filter. Time of malfunction: during the procedure. Symptoms: none. It was reported that during a left common carotid artery stenting procedure, the "low profile flexible" recovery catheter (rc2) could not be advanced through the implanted stent to capture the filter. The stent was balloon dilated and the "shapeable tip" recovery catheter (rc1) successfully captured the filter. There was no adverse patient sequela reported. One day postprocedure, the patient was discharged to home.

Manufacturer narrative:
Study event. Evaluation summary: the customer reported the device was discarded. The lot number was provided. The "low profile flexible" recovery catheter (rc2) could not be advanced through the implanted stent to capture the filter during the procedure; however, the "shapeable tip" recovery catheter (rc1) successfully captured the filter after the stent was balloon dilated. The instructions for use recommends techniques that can be used to assist passage of the delivery system such as: rotate patient's neck from side-to-side, change position of the guiding catheter or guiding sheath and modify the tip shape of the recovery catheter. If stent struts are impeding the advancement of the recovery catheter, post dilate the stent, and insert a guide wire ("buddy wire") to straighten the stented area. If the mentioned techniques are unsuccessful in advancing the recovery catheter through the deployed stent, an alternate recovery catheter should be prepared and used. The event appears to be related to procedural circumstances and is not a manufacturing issue. No corrective action will be implemented in this case, as there does not appear to be any indications of a product quality problem. As part of manufacturing quality process, all catheters are inspected during the final inspection to ensure the device structure and integrity. In addition, samples from each lot are visually, dimensionally and functionally inspected. Review of the lot history record did not reveal any non-conformities that could have contributed to this event.